Manufacturer narrative:
Suspect product discarded.

Event description:
On 16-sep-2021 a patient (pt) called to report an emergency room (ER) visit with a diagnosis of os corneal abrasion about a month ago ((B)(6) 2021) while wearing the acuvue® vita¿ brand contact lenses (cls). The pt inserted a new os cls and felt immediate irritation. The pt continued wearing the suspect os cls thinking the irritation would resolve. About three hours later the pt reported the pain worsened and the suspect cls was removed. The pt advised the os pain was worse when the cls was removed so the pt presented to the ER. The pts family member noticed the suspect os cls was torn on removal. The ER physician put ¿numbing drops in the eye and it helped the pain¿ and was diagnosed with a corneal abrasion. The pt was advised it should heal in two to three days. The ER physician prescribed an unknown numbing eye drop and an unknown antibiotic eye drop. The pt thinks the antibiotic eye drop was used two to three times a day and used the numbing eye drop was used every three to four hours in the os. The pt reported the os eye pain would cause the pt to awake during the night. The pt was out of town and could not recall the name of the ER. No contact information was available, but the pt will look for the discharge paperwork. The pt reported the os pain didn¿t resolve so the pt presented to the prescribing eye care provider (ecp). The ecp advised there was a ¿little infection¿ in the eye and prescribed an unknown antibiotic eye drop. The pt was unable to recall any additional details. The pt reported the os pain continued, so the pt went to an ophthalmologist. The ophthalmologist advised the pt that the entire cornea was abraded and blinking was irritating the os further. An eye patch was placed with cotton gauze against the os to keep the eye tightly closed. The pt was advised to keep the eye patch in place for 7 days and follow-up. No additional eye drops were prescribed. The pt used ibuprofen for os eye pain. The pt presented for the follow-up appointment, the eye patch was removed, and the pt could see better. The pt advised the os was getting better and the eye pain was decreasing. The ecp prescribed an unknown lubricating eye drop, an unknown antibiotic eye drop, and thinks the drops were used every six hours os. The pt was advised to follow-up in 1 week. At the follow-up appointment the antibiotic eye drop was discontinued. The pt was advised to continue the lubricating eye drops and was advised it was ok to return to cls wear. Initially the pt reported being unable to see anything out of the os, but it got better as the os healed. The pt still reports blurry vision and thinks maybe ¿lost some clarity¿. The pt has no os pain today. The pt reports sleeping in the cls for a month. On 16-sep-2021 a call was placed to the pts prescribing ecp. The ecp advised the pt was seen on (B)(6) 2021. The pt was only diagnosed with irritation. No os corneal abrasion was noted. The pt was prescribed maxitrol qid for one week precautionary. No additional information was provided. On 17-sep-2021 an email was received from the pt who was unable to find the paperwork from the treating ER. No contact details are available. On 17-sep-2021 a call was placed to the ophthalmologist. The doctor advised the pt ¿sleeps in the cls all the time¿. The pt woke up and scratched the eye somehow and was given topical anesthetic eye drops to use every couple of hours at the ER. The doctor advised that ¿will damage the cornea¿. The pt was first seen on (B)(6) 2021 and presented with topical anesthetic toxicity. The pt complained of os pain and blurred vision. The pt was diagnosed with corneal edema. The pt was treated with a pressure patch for the first few days, then topical tobramycin qid and pf tears every few hours which were tapered as healing began. The pt was seen for a total of 5 visits with the last visit on (B)(6) 2021. The doctor advised everything resolved with no permanent damage. The os va was 20/400 at the first visit and 20/40 on the last visit. The pt has a history of cataract surgery, so 20/40 is fairly normal for the pt. The doctor advised the event is not related to the lenses. No additional information has been received. The pts os event is being reported as a worse-case event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00v7v8 was produced under normal conditions. The suspect os discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.